Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 42.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that asymptomatic patient presented for device change-out due to eri. Prior to the procedure, diagnostic imaging revealed externalized conductors on the rv lead. Lead revision was performed. Patient was in stable condition prior, during and after procedure.